Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter bioprosthetic valve, the patient died of "poor condition". The exact cause of death was not provided, however, it was reported that the death was "not due to the procedure or product".

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2: the country of the event is jp select patient information cannot be included in regulatory report due to regional privacy regulations. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the transcatheter aortic valve replacement (tavr) procedure was performed for severe aortic stenosis that led to dialysis difficulties. 7 days following the implant of the valve, it was reported that it was difficult to extubate the patient due to prolonged respiratory acidosis. Pneumonia developed which lead to septic shock, and the patient subsequently died.

Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter bioprosthetic valve, the patient died of "poor condition". The exact cause of death was not provided, however, it was reported that the death was "not due to the procedure or product". Additional information was received that the transcatheter aortic valve replacement (tavr) procedure was performed for severe aortic stenosis that led to dialysis difficulties. 7 days following the implant of the valve, it was reported that it was difficult to extubate the patient due to prolonged respiratory acidosis. Pneumonia developed which lead to septic shock, and the patient subsequently died. Additional information was received that following the valve implant, mild paravalvular leak was reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Patient and device codes added additional codes added h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.